Manufacturer narrative:
The product was returned for analysis. The device was returned in the blister tray inside the carton. The lock-out assembly has been removed. Viscoelastic is dried in the device. The plunger is fully advanced outside the tip of the nozzle. No damage observed. The iol was not returned. The lever is moving freely. The device is taken apart for further testing. Mark is observed on valve o-ring closer to the orifice at 12 o'clock position. The cylinder is put back in place, the device is reloaded with a new gas canister and activates with no issues. The root cause is deemed to be manufacturing related (the faulty sub-assembly is supplied by company's vendor in bray). An internal investigation was previously initiated for this issue. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) the this report of shooter did not stop, when trigger was released. There was patient harm. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).